Event description:
It was reported that there was a leak with a half day infusor device. This observation was made before patient use. It appeared that the cause of the leak was due to a loose cap. The device was compounded with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14b032 was manufactured february 17, 2014 - february 19, 2014. The device was received for evaluation. Visual inspection on the device (via the naked eye) revealed no evidence of leakage. A functional testing was performed by filling the device with green colored water and was monitored until the next day. As a result there were no signs of leak observed near the cap or anywhere else on the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.